Event description:
Additional information was received reporting that the cause of the resistance and damage was customer feedback that the push resistance was great. A continuous saline flush administered and maintained as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID sfr-6-30 (b525534); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr encountered resistance during delivery in the distal section of the rebar catheter. The patient was undergoing surgery for treatment of lower extremity venous thrombosis. It was noted the patient's vessel tortuosity was normal. It was reported that a vascular surgeon used a medtronic thrombectomy stent to remove the thrombus in the vein of lower extremity, and used it in conjunction with the rebar18. After full hydration, the fr stent was delivered. When it was delivered to the distal end, it was found that the stent had a large resistance to pushing, so it was withdrawn for inspection and found to be deformed. The vessel was not tortuous. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.